Event description:
It was reported that, while in use on a patient, this 980 ventilator entered into backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. After the patient was removed from the ventilator, the biomedical engineer ran the extended self test (est) which failed with message ¿exhalation auto zero solenoid not operational¿.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator entered into backup ventilation. After the patient was removed from the ventilator, the biomedical engineer ran the extended self test (est) which failed with message ¿exhalation auto zero solenoid not operational¿. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp also identified background diagnostic code indicating the unit entered back up ventilation (buv). Therefore, sp replaced the exhalation valve assembly (eva). The ventilator passed all calibrations and tests according to the manufacturer¿s specifications at the time of service. The cause of the event was isolated in the field to a potential fault in eva. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to a part return section h6 evaluation codes were updated due to returned part analysis h3 device evaluation summary: was updated due to returned part analysis method code (annex b) and result code (annex c): additional codes added component code (annex g) remove g07001 and add g03012 medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator entered into backup ventilation. After the patient was removed from the ventilator, the biomedical engineer ran the extended self test (est) which failed with message ¿exhalation auto zero solenoid not operational¿. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported est failure and also found a background diagnostic code. Therefore, sp replaced the exhalation valve assembly (eva). The ventilator passed all calibrations and tests according to the manufacturer¿s specifications at the time of service. One eva was returned to medtronic for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The eva was attached to the test ventilator and powered up. While calibrating, the unit failed auto zero at the exhalation test. Upon further investigation, the pressure sensor (ps1) on the exhalation sensor printed circuit board assembly (pcba) of the eva was found to be faulty. If a ps1 failure were to occur while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event of buv and est failure was isolated to a faulty ps1 on the exhalation sensor pcba of the eva.the event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.